Manufacturer narrative:
Upon receipt of information received and reassessment of the reported event, it was determined to be not reportable as it was submitted twice in error. The initial report was forwarded in error and should be voided. This event will be reported under 0001825034 - 2017 - 11408.

Manufacturer narrative:
(B)(4). Concomitant products: 650-1066, cer opt type 1 tpr sleve 0mm, 896410; ep-200154, act artic e1 hip brg 28x48mm, 439960; 11-301313, arcos con sz c hi 60mm, 613250; 11-300818, arcos 18x150mm spl tpr dist, 250470. Report source, literature - review of a modern modular femoral revision stem in revision total hip arthroplasty. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01762, 0001825034 - 2018 - 01763, 0001825034 - 2018 - 01765, 0001825034 - 2018 - 01766. Product location unknown.

Event description:
It was reported that the patient underwent a left stage I revision procedure due to infection less than one month post-implantation. Attempts have been made and additional information on the reported event is unavailable.